Event description:
After an implantation time of about 30 months, oversensing with capacitor charges was reported via home-monitoring. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation of the lead body had been massively damaged by squashing about 31.5 cm distal of the is-1 connector pin. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body due to squashing lead to the assumption of excessive mechanical stress of the lead due to subclavian crush syndrome. Further damage at the lead are probably due to the explantation process. There were no indications of material defects or manufacturing errors.